Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported a dexcom g7 sensor failure that placed the ilet system in bg-run mode. The user manually entered a blood glucose (bg) of 379 mg/dl and completed a supply change. By the end of the call, bg was 271 mg/dl. A follow-up confirmed bg 179 mg/dl and resolution of symptoms. No medical intervention or hospitalization; no long-term effects reported.